Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that they had 2 leaking/cracked port needles. Same patient, once after 48 hours of cannulation and the second after just 24 hours of canulation. Blinatumomab continuous infusion was the drug involved. The needle size was 20g ¾ inch power max. The leaks have been at the fusion point of the tubing and the most distal port (furthest away from the needle end). This report addresses the needle that cracked 48 hours after cannulation.

Event description:
It was reported by customer that they had had 2 leaking/cracked port needles. Same patient, once after 48 hours of cannulation and the second after just 24 hours of canulation. Blinatumomab continuous infusion was the drug involved. The needle size was 20g ¾ inch power max. The leaks have been at the fusion point of the tubing and the most distal port (furthest away from the needle end). This report addresses the needle that cracked 48 hours after cannulation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged/leaking infusion set was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20g powerloc max infusion set w/y-site. The returned product sample was evaluated and the following observations were made: ¿ a tear in the extension tube was seen at the interface of the proximal luer adapter the fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by customer that they had 2 leaking/cracked port needles. Same patient, once after 48 hours of cannulation and the second after just 24 hours of canulation. Blinatumomab continuous infusion was the drug involved. The needle size was 20g ¾ inch power max. The leaks have been at the fusion point of the tubing and the most distal port (furthest away from the needle end). This report addresses the needle that cracked 48 hours after cannulation. Additional info received on (B)(6) 23 2 yr old hispanic male with known aml, admitted for blinatumomab (24 hr 28 day infusion). Packaging did not have batch/lot#. Pt needed to be immediately re-cannulated in order to continue the mediation infusion with as little interruption as possible. There was delay. But did not negatively impact pat that we can say. - did the event directly, or indirectly involve a patient or user? Yes - did the event involve an urgent/life threatening medical situation? No.